Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that new patients were not crossing to pyxis system. A technical support specialist (tss) dialed into the server and confirmed the downtime query was current. The patient mrn was checked and found to be in pre-admit status. The tss noted that bmgi does not have shown preadmission enabled. The customer was informed that the patients were in pre-admit status and advised to contact the admissions team to admit the patient. From the external received message logs, the first message received was an update, with no admit message. The customer confirmed the issue originated from their external system and not pyxis. The tss closed the case. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, new patients were not crossing over to two different pyxis devices. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.